Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a drg implant procedure on (B)(6) 2021, the lead sheaths were not functioning properly and then broke from the curve. In turn, the procedure was abandoned.